Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of repeated use and the device has fractured in half. Device history record (DHR) was reviewed and no discrepancies were found. The device has a potential field age of 9+ years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during implantation of the femur the femur impactor cr plastic bushing broke in in two pieces.